Manufacturer narrative:
UDI: (B)(4). Lot unknown. Unknown if complaint product will be returned for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
Procedure: post spine fusion for t12# when mr turner was attempting to final tighten the si set screws if was noted the x25 hexlobe driver was 'skipping' in the set screws. Mr turner remarked that the driver was not connecting to the interface without excessive force being used (mallet) to persuade the connection. Case was interrupted for a minute, whilst the secondary driver was given to mr turner by the scrub nurse. Product discarded = no return to manufacturer unless local engineering assessment indicates return is required. This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming.